Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses lot twi (2) of two (2). The customer reported conflicting result with the ID now covid-19 assay performed on various dates on direct tested nasal kitted swabs. The customer states that repeat testing was performed for some on the same ID now and others on a different ID now. The customer stated that they have done confirmation testing for 1 patient positive (tested positive on ID now on (B)(6) 2021) and negative on quest pcr test (B)(6) 2021. The customer stated the patient were asymptomatic. Per the customer no treatment was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference: 1221359-2021-001427.

Manufacturer narrative:
Additional information: investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1023031 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1023031 and test base part number 190-430 / lot 1023031. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m146382 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.